Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E.1. Street address character limit is exceeded: astonia house high st in this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd microlance¿ 3 needle safety catches. The following information was provided by the initial reporter: clinician experienced: performs below expectations - like the safety catches on the other needles.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot and material number was made available for this reported event. A device history record(DHR) review could not be performed as no batch/lot and material number was made available for this reported event. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.